Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2011, and, since that time, the patient neither felt any stimulation nor was the patient able to adjust the stimulation. No programming of the patient's implantable neurostimulator took place. The batteries in the programmer were removed and reinserted. It was noted that the upper limit was reached at 0.0 volts. The patient was to meet with the healthcare provider (hcp) on (B)(6) 2011. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Lead model 3889 lot# v620583 implanted: (B)(6) 2011 explanted:na; programmer model 3037 lot# njd122444n.

Event description:
Additional information from the patient's health care provider showed the patient had their device explanted on (B)(6) 2011. It was stated the reprogramming was unsuccessful, and the patient was "unhappy with the results" of the therapy, and chose to have their device explanted. The outcome of the explant was "no injury."